Manufacturer narrative:
(B)(4).

Event description:
The patient was recently implanted with a new model 106 on (B)(6) 2016. Then on (B)(6) 2016 it was reported that the patient was having an increased number of seizures above the pre-vns baseline. However the physician had not turned on the device; it was scheduled to be turned on (B)(6) 2016. No additional relevant information has been received to date.

Event description:
The nurse at the physician's office state that they do not actually believe the patient has had an increase in seizures. They believe that since vns he has done very well and has had reduction in seizures. The seizure that the patient may be referring to is believed to possibly be due to strep throat that the patient had post-op (unrelated to vns or surgery) and he said it is very normal to have a brief spike in seizures after an illness like that. He stated the vns is working great with no issues.